Manufacturer narrative:
Additional information was added to h3, h4 and h6. H4: the device was manufactured from september 17, 2019 - september 19, 2019. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection of the photograph showed droplets of fluid inside a bag that contained the device which suggested leak. The reported condition was verified during initial inspection and due to the nature of the returned sample, no additional testing could be performed. The cause of the condition was not determined; however the most probable cause of the condition is a supplier related issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a small volume folfusor leaked from an unknown location into the unopened overpouch . The set was filled with 120mg furosemide in 0.9% sodium chloride. There was no patient involvement. No additional information is available.